Event description:
It was reported that the cross arm brake on the 9800 system is not working properly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the brake assembly. The system was tested and found to be working as intended and placed back into service.